Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as july 30, 2019 but should have been october 22, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that the surgeon performs an arthrodesis of the second metatarsal, by placing the plate and piercing on the drill guide, the drill bit is broken, leaving the fragment split inside the guide, the fragment that does not cause the patient any type of injury is recovered and change the drill bit for another. Procedure is terminated without any other novelty. Surgery was delayed three (3) minutes and procedure successfully completed. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown), unknown drill guide (part # unknown, lot # unknown, quantity unknown) . This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: j&j employee. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the surgeon performs an arthrodesis of the second metatarsal, by placing the plate and piercing on the drill guide, the drill bit is broken, leaving the fragment split inside the guide, the fragment that does not cause the patient any type of injury is recovered and change the drill bit for another. Procedure is terminated without any other novelty. Surgery was delayed three (3) minutes and procedure successfully completed. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown), unknown drill guide (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).